Manufacturer narrative:
One ensite velocity¿ system velocity amplifier was received for evaluation. Visual inspection revealed the chassis, connectors and labels appeared to have no physical damage. The amplifier was powered on and passed the power on self-test with a green led status; communication was established. Review of error logs confirmed the field reported event as consistent error log of ¿only 18 out-of 20 usb devices reported¿ and ¿only 3 of 10 boards active¿ appeared on the field reported event date. This indicate the microprocessor board was intermittent. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information provided to abbott and the investigation performed, the root cause was isolated to the microprocessor board.

Manufacturer narrative:
Additional information: g4, g7, h2, h10. Corrected information: d1, d4.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report further information regarding the event was requested but not received.

Event description:
During a procedure, the amplifier would not boot. An alternative ac power source was used with no resolution. The patient was prepped and on the table and the procedure was cancelled. The patient was stable with no patient consequences.